Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m92p06. The device was received in good physical condition. The device was connected to the generator and it was recognized. During mechanical testing the jaws would not open so no functional testing could be performed. The device was disassembled to inspect internal components. It was found that the firing rack component was broken. The damage to the firing rack prevented the jaws from opening. There was a piece of the firing rack that was broken and detached and was not returned with the instrument. Although broken part may have been discarded or lost after the device was removed from the surgical field, our findings raise the possibility that the pieces could have been left in the patient, though this device is used in open procedures. We are sending this letter in an effort of helpful transparency in the event of an unexpected post-operative complication. No conclusion could be reached as to what caused this issue. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the jaws would not close. Another like device was used to complete the procedure. There were no adverse consequences for the patient.